Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed and a pinhole was noted. The procedure was completed with a different device. No patient complications were reported and patient status was good.